Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced poor rate response to exercise. The sensor setting was adjusted, while the patient was performing a treadmill stress test. Telemetry was terminated the rate abruptly decreased to the base rate over a matter of seconds. The test was repeated without telemetry and only surface ECG and a normal recovery was noted. No reprograming was done and the patient was stable and feeling well after sitting a bit and would be monitored.